Event description:
It was reported to covidien that the upper part of the segments sporadically did not light. The hospital technician found that the cable from the display panel was not locked in. There was no pt harm reported.

Manufacturer narrative:
Covidien reference (B)(4).